Event description:
Ous MDR - the lead was implanted on (B)(6) 2010. During the check in (B)(6) impedance higher than 3000 ohm were noted. After today's follow-up interrogation via the programmer and via the measurement cable show continuing impedances of more than 3000 ohm. The lead was removed and a new one was placed.

Manufacturer narrative:
It could be noted during the analysis that the lead body was damaged by squashing about 48 cm distal of the connector pin. In addition, the rope conductors to the tip electrode showed a conductor fracture at that site. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires an excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. Further damage, such as the conductor fracture of the rope conductors immediately distal of the connector pin, are a result of the explantation process. There were no indications of material defects or manufacturing errors.